Event description:
The customer reported that an intermittent problem regarding images that suddenly disappear from the live and reference monitor in an examination room and from data monitor in a control room.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.